Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and oversensing with no pacing inhibition. A lead fracture was suspected. The lead was explanted and a different lead, different model was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.